Event description:
It was reported that during an ivc filter placement procedure deployment issues occurred. An otw greenfield filter was advanced and deployed; however, only 2 of the filter legs deployed with the remaining filter legs appearing crossed. A non- bsc filter was implanted. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the carrier was returned for analysis. The filter was not returned. As the filter was not returned the as reported defect could not be confirmed. Visual review of the returned device showed no evidence of the reported defect or any defect which could have contributed to the event. The manufacturing batch review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ivc filter placement procedure deployment issues occurred. An otw greenfield filter was advanced and deployed; however, only 2 of the filter legs deployed with the remaining filter legs appearing crossed. A non- bsc filter was implanted. No additional patient complications were reported and the patient's status is fine.